Event description:
It was reported that the read error messages were noted while attempting to send data via merlin.net transmission. The issue was unresolved. No further information was available.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
New information available on (B)(6) 2017 states that the device was explanted and replaced due to normal elective replacement indicator. No further information was available.